Manufacturer narrative:
(B)(4). Batch # t5cd4a. Device analysis: the analysis results showed that one ecr60b cartridge reload was returned unfired with several drivers out of position and with damage on cartridge body, making the reload non-functional. In addition the cartridge pan was noted to be dislodged. It is also possible that handling by the customer could damage on cartridge body. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Cartridge damaged. It was reported that during the wedge resection of lung surgery, opened the packing, noted the cartridge deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.